Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that after the case was finished, the product was pulled and the battery pack was removed and placed onto a case cart in order the save the batteries. It was further reported that a technician came into the room after the case and smelled something burning. The origin of the smell was the battery pack on the case cart. As a precaution, the technician took the battery pack and placed it into a giant sink. There were no reports of patient involvement or adverse consequences.